Manufacturer narrative:
The device history records for this lot were reviewed for any deviations related to the reported defect of the complaint. The review confirms that the lot met all material, assembly and performance specifications. A device history review was also performed by navilyst medical's supplier of the drainage catheters, (B)(4) their review revealed no deviation of the device specification, product/process specification or the quality assurance procedures and specification related to this issue. All other acceptance records demonstrate the device was manufactured in accordance with the device master record. The navilyst medical complaint report for (B)(6) 2011 was reviewed for the product family of drainage catheters and the failure mode of "catheter fractured." No adverse trends were identified. Without receiving a sample to evaluate, we cannot definitively determine a root cause for this incident. The hospital placed a multipurpose drainage catheter into the biliary environment, which is contrary to the intended use of this type of catheter as instructed in the directions for use (dfu). In addition, in order to use the multipurpose catheter as an internal drain in the biliary environment, the customer reported that they cut holes in the shaft of the catheter tubing. Alteration of the device in this manner is not indicated in the dfu as an acceptable practice. Based on the customer's reported alteration of the multipurpose drainage catheter and its contrary use in the biliary environment, no corrective action will be taken. The dfu packaged with this device contains the following statement: "indications for use/intended use: multipurpose drainage catheters are intended for percutaneous drainage of fluid in the chest, abdomen and pelvis." (B)(4).

Event description:
As reported, during a routine exchange of a 10f multipurpose drainage catheter placed in the biliary environment, the catheter fractured at the location of the holes in the catheter tip. The customer reported that they used a multipurpose drainage catheter as an internal drain of the biliary tree with the tip of the catheter in the duodenum. In order to facilitate the use of a multipurpose drainage catheter in this manner, the customer reported that they altered the device by cutting holes in the catheter shaft. The fractured catheter fragments were able to be removed with the aid of a rosen wire being used as a snare. Some fragments were unable to be removed via this method and they were pushed into the duodenum to pass through the pt in a bowel movement. The used catheter was discarded by the hospital.